Event description:
The device was returned by the funeral home to the manufacturer for analysis with no information regarding explant. Review of the device registration system reveals that the patient has expired. Several unsuccessful attempts have been made to obtain information pertaining to this event. A death certificate will be requested.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.